Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum, stoma site infection, and gastric / bowel perforation are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The spouse reported that the patient remained hospitalized due stoma site pain. The patient was found to have a pneumoperitoneum. The patient was also found to have a stoma infection which was treated with 500mg of cefuroxime every 12 hours. On (B)(6) 2020 the patient was discharged but still had pain. The patient had no symptoms of an infection but stoma irritation. The spouse reported that the event of stoma pain was due to post peg placement of pneumoperitoneum and the peg tube was removed on an unknown date. On (B)(6) 2020, the patient was admitted to the hospital with a gastric perforation and died. It was unknown if an autopsy was performed.